Event description:
It was reported that the patient's ipg would not hold a charge for more than 24 hours and that therapy had diminished. As a result, surgical intervention occurred on (B)(6) 2022 and the ipg was explanted and replaced. The patient has effective therapy post operatively.

Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.